Event description:
In 1/94, the complaintant was traveling in thailand. She developed a cornea ulcer. Lost some vision. She wore the disposable contact lenses for approx 2 weeks. She states that there were no instructions or warnings on package insert in the product.